Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and insulin injections were administered to address the bg level. The cause of the high bg was not known. The contact declined tandem technical support's offer to troubleshoot and was the change out the cartridge and infusion set site.